Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high" and ketones; although specific value was not provided. Reportedly, the customer¿s guardian drove the customer to the emergency room, ultimately the customer was admitted to the hospital. Tandem technical support tried to gather additional information regarding the hospitalization, however, no response was received by the customer.